Event description:
It was reported that pump was not sensing that motor is running.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were removed/broken, the top case was cracked in back and the bottom case was damaged. Review of the event history log showed occurrences of "motor rate" and "motor not running" errors. The reported issue was duplicated during functional testing. The investigation determined that normal wear was the cause of the reported issue. The worm coupling and gear were worn out. It was noted that the parts were over ten (10) years old. No issue was found with the main board. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.